Event description:
It was reported that pump declared a cartridge change error repeatedly for about 10 days whenever customer loaded a cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer filled and loaded new cartridge, successfully completed load process, and resumed insulin without further issue, and no additional actions were reported.